Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that his one touch ultra meter displayed the error 2 message. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The pt provided the following info: the pt was taking oral diabetes medication at the time of the issue. He said, the product issue started approx 3 weeks ago. He was unable and/or unwilling to answer whether he had symptoms after the product issue started. On (B) (6) 2010, he went to a doctor's office visit and was treated with 10 units of lantus insulin. The csr documented that the error 2 issue occurred when the meter power button was pressed. The pt's product was replaced. This complaint is reported because, the pt alleges that the lfs meter displayed the error 2 message and afterward he was treated with insulin at a doctor's office appointment.